Event description:
A surgeon reported having "some" patients with unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/03/2009 by fax and mail. A completed questionnaire has not been received.